Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear and was not sure how it occurred. Customer's blood glucose was 432 mg/dl, which was treated with manual injection. Customer also reported of having a kidney infection. Customer had symptoms of nausea, and feeling very hot. After troubleshooting, customer was advised that insulin pump would need to be replaced.